Event description:
It was reported by patient via medwatch form that the pacemaker's (pm) battery had prematurely depleted. The were no consequences to the patient. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5110869.

Manufacturer narrative:
The reported event was premature battery depletion. The device was at elective replacement indicator (eri) level upon receipt. Reported event of premature discharge of battery was not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.